Event description:
It was reported that 2 bd nano¿ 2nd gen pen needles experienced difficult device operaation. The following information was provided by the initial reporter: consumer reported, when he removes the pen needle after injection, there is a "snapping" noise. Stated, he has to really "tug" at pen needle when removing from injection site after injection. No medical intervention. Stated, he is getting his full dosage.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-feb-2022. H.6. Investigation: customer returned a total of 11 unused 4mm, 32 gauge nano pro pen needles with tear drop labels identifying them as being from lot 1096026. The returned samples were inspected to ensure that using them was as least harmful as intended. The outer diameters of these needles were measured. All of the needles were measured within acceptable outer diameters for 32 gauge needles. The integrity of each needle point was inspected and no defects were found. No debris was found at the tip of any of the needles. The needles did not fracture during simulated use testing. No noises were observed during use. Lastly, flour was applied to the needles¿ cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. No damage to the needles of any kind was observed. The needles were within specifications and functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd nano¿ 2nd gen pen needles experienced difficult device operation. The following information was provided by the initial reporter: consumer reported, when he removes the pen needle after injection, there is a "snapping" noise. Stated, he has to really "tug" at pen needle when removing from injection site after injection. No medical intervention. Stated, he is getting his full dosage.